Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR#: 2429304-2022-00102.

Event description:
The customer reports during a turbinoplasty procedure using a celonprobreath, two devices failed upon initial clinical use (during the same procedure). The procedure was cancelled. There were no adverse effects to the patient and no treatment/intervention was required as a result of cancelling the procedure. The procedure has since been completed. The patient has not had a post-op follow-up appointment after the repeat procedure. Case with patient identifier (B)(6) reports one device. Case with patient identifier (B)(6) reports the other device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue was likely due to a loose, broken contact or short circuit in the device. The event can be detected/prevented by following the instructions for use (IFU) which state: in general, the customer is required to check the function of all devices used prior to a procedure. Additionally, a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.